Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. No damages or manufacturing defects were observed. A leak test was conducted successfully; no leaks were found. No problems were found regarding the reported leaking during wear complaint. Cracks were observed on the top and bottom housing. The timing and cause of the observed cracks could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone18.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been treated at the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 500 mg/dl while wearing the pod (arm) between 36 and 48 hours. It was reported that insulin was leaking from the pod. Symptoms reported included nausea, fatigue and ketones in urine. The patient was treated with intravenous (IV) sodium chloride 0.9% bolus 1,000 ml. Replacement pod was applied.